Event description:
It was reported that the patient was symptomatic with not being comfortable and not feeling well from the device being at pacing mode vvi 65 due to reaching elective replacement indicator (eri). The device model was not able to have the pacing mode reprogrammed when eri reached, so the device was explanted and replaced to help with the patients symptoms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).